Manufacturer narrative:
The reported field event of failure to interrogate was confirmed in the lab. The device was unable to communicate when received in the lab and the battery voltage was below end of service. Analysis confirmed the dump transistor in the hv circuitry had failed and caused secondary damage to various neighboring component on the hybrid circuitry. This damage was the cause of the loss of communication. The reported field event of inappropriate therapy could not be confirmed due to the device¿s stored data being lost due to the hybrid damage from the dump transistor failure. However, the inappropriate shock the patient received is consistent with being caused by the dump transistor failure event.

Event description:
It was reported that during preparation for magnetic resonance imaging (MRI), the implantable cardioverter-defibrillator delivered an inappropriate shock during the capacitor charge and telemetry was lost. The patient presented in clinic for a procedure on (B)(6) 2021 where the device was explanted and replaced. The patient was stable.